Manufacturer narrative:
The customer clinical team evaluated the device. No product malfunction.

Event description:
Problem description: during therapeutic/clinical delivery of high flow therapy via the v60 ventilator, a decrease in flow and an alarm stating "cannot reach target flow" occurred resulting in a desaturation of peripheral oxygenation (spo2) and severe hypoxemia. Patient/user involvement: the device was in clinical use at the time of the event, providing high flow therapy (20 l/min, fio2 100%) via an ac611 philips high flow nasal cannula (unspecified size) to the patient. The patient primary respiratory diagnosis was covid-19 positive and bilateral pneumonia with a history of mental developmental delay. The patient was awake, alert, and noted to have partial orientation. It was noted that while laying on their side for postural drainage, the patient cannula had become partially occluded and monitored desaturation of spo2 was noted to have decreased from approximately 91-100% to 78%. A rapid response was called and the patient cannula was adjusted to correct the occlusion. Upon adjustment, flow resumed with no further complications and patient spo2 was noted to have returned to baseline. No further harm or injury was noted. Device evaluation: the device was inspected by the institutional clinical team with no fault or malfunction noted. No allegation of fault or failure to perform to manufacturer declared specifications was made. Device service or inspection by a philips field service engineer was not requested at this time. Resolution and disposition: n/a as no failure or malfunction of the device has been noted or alleged. Conclusion: based upon the information provided, the device did not fail to meet manufacturer declared specifications and performed as designed and intended. The device was in clinical/therapeutic use at the time of the event. Due to the occlusion condition of the high flow nasal cannula, the device decrease in flow was noted which resulted in desaturation of the patient's spo2. As per the v60 ventilator user manual (rev. K) the corrective actions required in resolution of the condition state "check the patient. Check that the nasal cannula size is appropriate for the flow setting. Check that an occlusive interface is not in use (a cannula fully sealed within the nares, an niv mask or direct connection to an ett/trach). Check for an occlusion, kink or liquid in the patient circuit. Based upon the information provided and investigation conducted, root cause has been determined to be unintentional misplacement of the patient interface.